Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had noise in previous alerts of high ventricular response and low pacing lead impedance. The physician reprogrammed the rv lead. The patient was in stable condition.